Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracic surgery (vats) segmental resection procedure, on the second firing the handle was locked and the firing was unable to be performed. The reload with the same lot number was changed to complete the procedure. The event occurred during the procedure, but the product was not used for patient. There was no patient injury.